Manufacturer narrative:
The device history record review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process for the reported lot. Seven (7) representative unused and unopened samples of part number 777405, epump enplus spike & 1lt flush sets were returned to the manufacturing facility. These samples are from the same lot as the complaint sample. All 7 samples were visually inspected, and no deficiencies were found. All 7 samples were leak tested as per the occlusion and leakage test for the kangaroo sets. No leaking was observed at the enfit female connector or any other part of the feeding set. The customer compliant has not been confirmed for this complaint based on the returned samples. A formal corrective/preventative action (CAPA) has been opened to address the reported issue. The probable root cause of the leaking is insufficient drying of the raw material used in the molding process of the enfit connector.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported leaking of nutrition and water at the enfit connection with the feeding tube. The nurse had to change tubing several times. They used tubing from a different lot which solved the leaking issue. No consequences for the patient, just a very small volume of nutrient was not administered.